Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. A short was found between signals battery + and battery - on the main pcb which cased the batteries to become depleted in a short time. The device was archived by stryker. The cause of the reported issue was a shorted capacitor, c2.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use reported with the event.